Manufacturer narrative:
It was reported abbott, a patients¿ scs system is not providing relief. The patient underwent a drg trial on (B)(6)2023. The scs system was explanted and the drg ipg implanted on (B)(6)2023. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing inadequate relief from their scs system. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted and a drg trial procedure took place. Additional information indicates patient underwent a permanent drg procedure on (B)(6) 2023 and therapy was restored.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120867.